Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported partial clip movement and difficult imaging were unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. It was noted that imaging was difficult. An xt clip was inserted and deployed on the mitral valve. However, after deployment, it was observed that the clip had migrated from the implanted location. The clip remained attached to the posterior chordae and fully attached to the anterior leaflet. To stabilize the migration, an additional clip was implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure.